Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka investigation summary: bd received three photos for investigation. The customer photos show blood leakage in the holder of a device and on the caps/stoppers of the tubes. Additionally, (B)(4) retained samples were subjected to functional tests using 10 tubes per needle to assess the functionality of the device. Two of the samples failed testing due to sleeve leakage observed from poor sleeve recovery. Furthermore, the (B)(4) retained samples underwent additional functional tests. All samples passed these tests as they were able to be activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage and sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the non-patient sleeve was punctured and leaked blood in two (2) devices. No patient or user impact reported.